Event description:
During a coronary artery drug eluting stenting treatment procedure there was withdrawal difficulty. The physician successfully deployed a 3.0x16mm taxus express2 drug eluting stent in the left anterior descending artery (lad). Upon withdraw2al, the physician had difficulty withdrawing the balloon. After pulling the balloon came out and the case was completed. There were no patient complications reported and the patient is ok.